Event description:
The pt's daughter told the lifescan rep that her mom has received the er1 message on several occasions. When her mom gests the er1, she retests and eventually gets an actual number reading. There has been no change in medication, medical intervention, adverse reaction, nor allegation of harm.